Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the applicator collar was not retracted completely when inserting the sensor. The dexcom g4 platinum continuous glucose monitoring system user's guide states: to remove the sensor introducer needle, keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger and pull the collar back towards your thumb until you hear 2 "clicks" or cannot pull back any more. This step leaves the sensor under your skin and removes the sensor introducer needle from your body.

Manufacturer narrative:
(B)(4).